Manufacturer narrative:
On (B)(6) 2016 a field service engineer (fse) was dispatched. The fse replaced the uptake check valve to resolve the issue. The g8 analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was related to the uptake check valve. A complaint history review for serial number (B)(4) was conducted from 02-jan-2015 through (B)(6) 2016 for similar complaints. There were no similar complaints identified during the search period. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016 a customer reported receiving low area, low pressure errors and no peaks with the g8 analyzer. A field service engineer (fse) was dispatched. The customer is unable to run hbalc patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hbalc patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.